Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  (B)(6) 2011: (B)(6) md. Operative report. Preoperative diagnosis: incarcerated incisional ventral hernia. Postoperative diagnosis: incarcerated incisional ventral hernia. Procedure: laparoscopic repair of the incarcerated incisional ventral hernia with placement of mesh. Procedure in detail: ¿after informed consent was obtained the patient was brought to the operating room, given IV antibiotics, prepped and draped in the usual sterile fashion. A left upper quadrant incision was made with a #15 blade. The abdomen was elevated and veress needle was placed. The abdominal cavity was insufflated to 15 mmhg of pressure. The wound was elevated, the trocar was placed and the camera was placed. Under direct visualization a 12 mm port was placed in the left flank and another 5 mm port was placed in the left lower quadrant to identify the incarcerated omentum that was stuck in the patient¿s incisional hernia from most likely the 5 mm trocar from the cholecystectomy years ago. We proceeded to separate the omentum from the hernia sac. The omentum was removed, and it was returned to the patient¿s peritoneal cavity. At this point, the site was entered and was excised. Next, the duo mesh was placed through the 12 mm port site and was secured through the abdominal wall with abdominal __ [sic] device. This was done circumferentially. Next the 12 mm port site was closed with 0 vicryl. All ports were removed under direct visualization. There was no excessing [sic] bleeding. The abdominal fascia musculature was closed with 0 vicryl as stated above and the skin was closed with 4-0 pds. Dermabond was applied. A sterile compression dressing was applied and abdominal binder was applied.¿ [incomplete report, missing page 2 of 2]. Product identification records for the alleged gore device were not provided. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Discharge summary. Postoperatively did well, was observed and discharged. (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal mass, history of abdominal hernia. Findings: ventral mesh in place extending into large umbilical hernia. Umbilical hernia contains mesh and fat. Defect measures 2.2 cm craniocaudal by 4.6 cm transverse. Impression: fat-containing umbilical hernia noted with what appears to be mesh within hernia sac. (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incarcerated incisional and ventral hernia. Postoperative diagnosis: recurrent incarcerated incisional and ventral hernia. Procedure: laparoscopic repair of the incarcerated and recurrent ventral incisional hernia with placement of mesh, lysis of adhesions and removal of foreign body, i.e., removal of old mesh. Indication: this patient presents with a recurrence after repair of the ventral incisional hernia. The patient has old mesh that is next to the recurrence. Procedure in detail. ¿after informed consent was obtained, she was brought to the operating room and given IV antibiotic, prepping and draping in the usual sterile fashion. A left upper quadrant incision was made with a 15-blade. Abdomen was elevated, __ [sic] was placed. It was insufflated to 15 mm of pressure. A 5-french trochar was placed. Camera was placed. Under visualization, another 12 mm port was placed in the patient¿s left flank and another 5 mm port was placed in the left lower quadrant. I proceeded to identify multiple adhesions going from the omentum into the mesh. The patient had a defect that measured approximately 6 cm. It appeared that the circular mesh had pulled away from the top of the defect and was essentially curled up within the hernia sac. We proceeded to identify multiple adhesions between omentum and anterior abdominal wall, going all the way to the mesh. Therefore carefully with electrocautery the adhesiolysis was done. It was rather tedious and took a considerable amount of time to lyse all the adhesions. Once the mesh was freed up at this point we proceeded to separate the mesh from anterior abdominal wall. Again it was densely adhered. Nevertheless, we were able to separate safely and at this point __ [sic] was placed through the 12 mm port site and the mesh was removed. The anterior abdominal wall was cleared up from all the other adhesions. Next, a 12 cm circular mesh was placed. It was secured with 2 separate staplers using all the loads of the stapler devices. They were used circumferentially to secure it circumferential around the defect. It provided us with very nice several cm overlap in each way. At this point we proceeded to inspect the patient¿s abdomen. There was no evidence of any bleeding. The mesh was secured. The 12 mm port site was closed with 0 vicryl. The skin was closed with staples. Next, a big wad of xeroform was placed where the hernia defect was and compression dressing was applied. An abdominal binder was applied. The patient tolerated the procedure well.¿ complications: none. (B)(6) 2016: (B)(6) hospital. Implant record. Mesh symbotex. Site: abdomen. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Discharge summary. Post procedure had episodes nausea, vomiting, nasogastric tube place. Nasogastric tube being removed, observe for rest of day, discharge home. Follow up in office next week for wound check. (B)(6) 2018: (B)(6) md. Office notes. States had severe allergies in past year, sneezed, coughed frequently. Noticed large protrusion at ventral/umbilical area for approximately 6 months. Able to reduce easily. Area burns when sneezing. Pain in area. Severe osteoporosis with bent frame, uses walker. Has lost approximately 20 pounds past few months. Large ventral/umbilical hernia palpated. CT. [Incomplete report, missing page 2 of 2]. (B)(6) 2018: [missing records: records for the CT scan were not provided.] (B)(6) 2018: (B)(6) hospital. (B)(6) , md. Emergency room visit. Abdominal pain, periumbilical, started 10 days. Anorexia. Status post hernia x 2, still present. Abdomen: mass present (small reducible umbilical hernia). Impression: leukocytosis, acute urinary tract infection, reducible umbilical hernia. Plan: admitted. (B)(6) 2018: (B)(6) , md. Radiology ¿ CT abdomen/pelvis. Indication: nausea, abdomen pain. Impression: continued hiatal hernia, ventral hernia. Scattered diverticulosis. Overall no significant change from last exam. (B)(6) 2018: (B)(6) hospital. (B)(6) md. Consultation. Had laparoscopic ventral hernia repair by me years ago, it recurred. I have repeatedly asked patient to have that recurrence repaired at ochsner, as I thought it would offer her the best chance of healing and prevent future recurrence. Nevertheless, she did not do that and was admitted today with abdominal pain. States not able to eat well for week. Abdomen: diffusely tender. CT of abdomen: gas present within blood supply to loops of small bowel, suggestive of ischemic bowel. Impression: I do think patient has ischemic bowel, do not think pain is from easily reducible recurrent ventral hernia. I do think we should proceed with emergent laparotomy. (B)(6) 2018: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: ischemic bowel. Postoperative diagnosis: ischemic bowel with approximately 115 cm of viable small bowel present. Procedure: laparotomy, lysis of adhesions, removal of foreign body, removal of abdominal mass found on exploration, small-bowel resection and application of intraperitoneal wound vac [vacuum assist closure]. Procedure in detail: after informed consent was obtained, patient was taken to the operating room. Patient was given IV [intravenous] antibiotics, prepped and draped in the usual sterile fashion. A midline abdominal incision was made with a number 10 blade. We proceeded to enter patient¿s abdomen superior to the known hernia. The incision was carried through it. We proceeded to identify mesh. The hernia was known to have recurred. The hernia contained omentum. That omentum was stuck and adhered severely to underside of patient¿s mesh. There was no presence of any small or large bowel in the hernia at the time of exploration. It took a considerable amount of time to free up all the omentum that was just densely adhered to the mesh, so partial omentectomy was performed with ligasure. Then the mesh was excised in its entirety. The wound was enlarged inferiorly. We proceeded to explore patient¿s abdomen. We noticed a foul smell of dead bowel that filled up the operation room. Patient has multiple loops of dead bowel. We proceeded to explore patient¿s abdomen. Patient had approximately 105 cm of the proximal bowel that appeared to be viable. It was pink. We used a doppler and we verified viable pulse at the base of those loops of bowel. However, there was a transition of approximately 105 cm or so and the rest of the bowel was dead, perhaps with the exception of sparing approximately 10 cm of terminal ileum. The terminal ileum appeared to be questionable, so therefore it was spared. The patient¿s right colon appeared to be viable, transverse colon appeared to be viable and patient¿s descending colon was viable. Patient¿s stomach was viable and liver appeared to be viable. The rest of the omentum was viable as well. Nevertheless, at this point we proceeded with massive small-bowel resection. The ends of the bowel were closed with gia and ligasure was used to transect the mesentery. It should be noted that approximately 10-15 cm of the bowel that was left behind appeared to be viable, but dusky, so therefore at this point, it was left to give the patient benefit of the doubt. The bowel was removed. Patient¿s abdomen was next copiously irrigated with antibiotic containing normal saline. Several liters of betadine were used too. We proceed with exploration and we found a rather hard nodule and mass in the soft tissue next to the patient¿s hepatic flexure. It was rather hard. It was excised with electrocautery. That abdominal mass was excised with electrocautery and it was sent separately for pathology evaluation. Next, patient¿s abdomen was again irrigated with antibiotic containing normal saline and at this point the intraperitoneal wound vac [vacuum assist closure] was placed, hooked up to suction and it worked well. Abdominal binder was applied. The patient was brought to intensive care unit in critical, but stable condition.¿ (B)(6) 2018: (B)(6) hospital. (B)(6) md. Pathology report. Accession #: ls18-7772. Specimens received: old mesh. Small bowel resection. Abdominal mass. Pre-operative diagnosis: ischemic bowel. Final pathologic diagnosis: old mesh, exploratory laparotomy and removal: mesh and adherent soft tissue (gross examination only). Small bowel, resection: ischemia. Viable mucosa at resection margins. Abdominal mass, excision: calcification and fibrosis, suggesting a reactive/reparative process. Malignancy not identified. Microscopic description: unless gross only is specified, the final diagnosis for each specimen is based on a microscopic examination of representative sections of tissue. Gross description: specimen is received in formalin and designated with the patient¿s name and ¿old mesh.¿ the specimen consists of a 12.0 x 10.0 x 2.0 cm portion of recognizable mesh material with adherent soft tissue. No sections are submucosal. Specimen is received in formalin and designated with the patient¿s name and ¿small bowel.¿ the specimen consists of a recognizable segment of small bowel measuring 113 cm in length with an average diameter of 3.0 cm. Multiple red-purple ischemic areas are noted. The remainder of the serosa is pink-tan to gray. Both ends are received ligated. The specimen is opened along the antimesenteric aspect to reveal dark red to purple folded and focally flattened mucosa. No polyps or masses are identified. Representative sections are submitted in five cassettes as follows: 1a, 1b-resection margins. 1c-1e-representative sections sequentially submitted. Specimen is received in formalin and designated with the patient¿s name and ¿abdominal mass¿. The specimen consists of a 1.5 x 1.2 x 1.1 cm white-tan calcified mass. Sectioning reveals brown-tan to yellow calcified cut surfaces. Representative sections are submitted in a single cassette following decalcification. (B)(6) 2018: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: dead bowel. Postoperative diagnosis: dead bowel. Procedure: exploratory laparotomy; small-bowel resection; right hemicolectomy; omentectomy; liver biopsy; ventral hernia repair; excision of umbilicus; removal of foreign body; wound vacuum placement. Indications: this patient presented with ischemic small bowel and had laparotomy, small-bowel resection, and was packed with a wound vacuum and placed on paralytics and sedation in the intensive care unit. Procedure in detail: after informed consent was obtained, the patient was brought to the operating room, prepped and draped in the usual sterile fashion. Proceeded to remove the intraperitoneal wound vacuum from the patient. The patient was reprepped and redraped after that and proceeded to explore the patient¿s abdomen. Immediately we noticed that approximately half of the bowel that was leftover had died. It was gangrenous. So, therefore, a small-bowel resection was performed. The end of the small bowel was transected with a gia and mesentery was divided with ligasure. That had left the patient with approximately 50 cm of viable small bowel. Proceeded to note that the terminal ileum, which we left over in hope of future anastomosis, died as well and the bottom of the cecum looked ischemia [sic]. So, therefore, an incision was made upon the white line of toldt on the patient¿s right side. The right ureter was identified and preserved and proceeded to mobilize the right colon. The right colon was mobilized. Hepatic flexure was mobilized and at that point the right colon was transected with a gia and mesentery was divided with the ligasure and the right colon was removed. Proceeded to explore the patient¿s other organs. The liver appeared to be very dusky and almost black in color. There was an area of what appeared to be very dusky and almost black in color. There was an area of what appeared to be possible abscess or ischemia. So, therefore, a wedge biopsy was performed from the left lobe of the liver. It was sent separately for pathologic evaluation. Local hemostasis was obtained with electrocautery. The patient¿s transverse colon and the left colon appeared to be viable. The sigmoid was viable. The stomach was viable. However, we have noticed that omentum had died. So, therefore, at this point, a wide omentectomy was performed with ligasure and all the omentum was just removed and sent for pathologic evaluation. Next, the patient¿s abdomen was copiously irrigated with multiple liters of antibiotic-containing normal saline and at that point the patient¿s small bowel to transverse colon anastomosis was performed with a gia and the ends of the bowel were closed with a gia and mesenteric defect was closed with 3-0 silk pop-offs. So, at that point, the patient¿s abdomen was again irrigated with antibiotic-containing normal saline. A number 15 jp drain was placed. The patient¿s abdominal fascia was closed with number 1 looped pds. It should be noted that the patient had a hernia. So, therefore, the patient¿s abdominal fascia and musculature were closed. Included in that repair was the ventral hernia that had to be closed in order to approximate the wound. That was closed with number 1 looped pds and we noticed that in order to do that the patient¿s umbilicus was excised. We had excised the umbilicus in order to close the defect. So, at this point, the wound vacuum was placed in the resultant wound and it was hooked up to suction and it worked well. The patient was brought in critical but stable condition to the intensive care unit.¿ (B)(6) 2018: (B)(6) hospital. (B)(6) . Progress notes. Wound vacuum assist closure in place. Would like to start feedings at some point however, it is obvious this patient will not be able to sustain herself on oral feedings. She will need to be supplemented with total parenteral nutrition for rest of her life. (B)(6) 2018: (B)(6) , md. Progress notes. Wbc down to 11.9. Patient frustrated/depressed, not wanting to be ¿messed with¿. Long term acute care denied, but will continue to monitor for any progress. Will not be able to place in nursing home due to total parenteral nutrition. Long-term prognosis dismal-now a dnr [do not resuscitate], will continue supportive measures with the hope that her bowel function improves. Hospice may be the only option at this point. Do not expect patient to survive more than a month or so. (B)(6) 2018: (B)(6) md. Progress notes. Patient and family have all agreed to proceed with harbor hospice as final care provider. Case manager and this md have fully satisfied family¿s queries re: final disposition through hospice care. Will discharge totally to harbor hospice for said final/hospice care. (B)(6) 2018:(B)(6) progress notes. Situation unchanged. Going to be transferred to harbor hospice. (B)(6) 2018: (B)(6) hospital. Nurse notes. Patient currently being discharged per acadian ambulance. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The alleged ¿duo mesh¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby an unknown gore device was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.